Event description:
A report was received that the patient was experiencing a lot of pain at the stimulator site. The patient underwent an explant procedure. Device malfunction was suspected.

Event description:
A report was received that the patient was experiencing a lot of pain at the stimulator site. The patient underwent an explant procedure. Device malfunction was suspected.

Manufacturer narrative:
Sc-1110-02(sn:(B)(4) ) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation had not been compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Sc-2352-50(sn:(B)(4)) visual inspection revealed the lead bodies had pronounced kinks where the lead appeared to have been sutured. Cables were severed at this spot. There were no exposed cables. It appeared to have been caused by fatigue possibly coupled with postural changes/movements. A review of the sterilization records did not find any anomalies or deviations. The source of the pocket pain could not be determined.

Manufacturer narrative:
Additional information was received that the patient¿s leads were sent in because of high impedances detected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing a lot of pain at the stimulator site. The patient underwent an explant procedure. Device malfunction was suspected.